Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend relating complaints.

Event description:
The event is reported as: "complaint reports that the ez-endo et tubes are labeled incorrectly. The packaging insert states that the product is a size 6.5 but on the actual et tubes, the size reads 7.5. The alleged defect was discovered upon inspection." No patient injury reported.